Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional information: event site postal code: (B)(6). Additional contact information: phone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy, rohs, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit possibly has blood in system due to leak in balloon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.